Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and that there was moisture corrosion in the pump. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/13/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2014 with the following findings:visual inspection revealed that the battery compartment was cracked from the case seal to the grip pad. The pump case was removed and corrosion was found on several internal components of the pump. Unrelated to the complaint, evaluation revealed that the internal clock battery was corroded. (B)(6).